Manufacturer narrative:
(B)(4). Date sent: 5/19/2020. Investigation summary: the device was returned with no apparent damage. Upon visual inspection, it was noticed that the blade had horizontal scratches as if it had been scrubbed with a metal pad, which is evidence of possible reuse. The blade tip was not broken off as reported the customer. The device was connected to a test hand piece and tested on a gen11. During functional testing, it was noted that the min hand control button was nonfunctional. However, the device did activate when tested with the foot switch. The device was analyzed, and it was determined that it was possibly used in more than one procedure, based on generator data. The device is intended and labeled for single patient use. If the device is connected to multiple generators, an alert screen will be displayed indicating ¿adaptive tissue technology features are not available in this device¿. The instrument was disassembled to inspect the internal components and the electrical traces of the min hand control button were found to be damaged. This resulted in the min hand control button to be nonfunctional. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Due to the multiple generator usage, which is evidence of possible reuse, we are unable to determine how this condition impacted the performance of the device and, therefore, cannot conclude root cause.

Manufacturer narrative:
(B)(4). Batch #unk. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during an unknown procedure, the titanium tip broke off. The broken piece was retrieved by forceps and was discarded. Changed to another device to complete surgery. There was no patient consequence reported. No additional information can be provided.